Event description:
Report was received that the prosthesis was extruding. Prosthesis implanted (B)(6) 2011, revision surgery performed on (B)(6) 2011. Physician reported that "it was not a product defect."